Manufacturer narrative:
The insulin pump had cracked battery tube threads, reservoir tube lip completely broken off and minor scratched display window. The pump was received without original belt clip. The pump passed the operating currents measurement, self-test, unexpected error test, displacement test, prime and excessive no delivery test. The pump was unable to perform the basic occlusion test and occlusion test due to reservoir tube lip anomaly.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 398 mg/dl and 400 mg/dl at the time of the incident. The customer reported damage to the lit of the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.